Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo,the proximal conductor of the lead developed a fracture due to flexing while in vivo,the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo, the outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert was triggered for high impedance. The right ventricular (rv) lead exhibited high impedance for rvtip to coil and rv defibrillation. The lead was explanted and replaced. It was noted that the lead was previously configured so only the rv df1 part was connected to the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.